Event description:
A user facility has reported that during treatment the hemodialysis machine had a filling program error. The machine remained in alarm state and the facility was unable to clear alarm. The treatment was topped. The pt's blood was not returned and estimated blood loss was 150ml. The facility tech was unable to duplicate the same alarm and returned machine to service. Add'l attempts have been made with no add'l info provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.